Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 18-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient advised their rep that she had been in a car accident back in (B)(6). Since then she has had new pain not alleviated by her stimulation. In addition to old, the patient's old pain is not being alleviated as well. The patient's impedances were good. The x-ray showed the leads at t6-t9, implant x-ray labeled t8. The patient is being referred for a lead revision. The lead revision has not been planned or scheduled at this time. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's lack of pain relief may be due to possible lead migration. The cause of the high lead placement is unknown. The patient was given three programs to try and see if the pain relief can be achieved. The issue was reported to be resolved at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep clarified that the patient's lead looks high on the x-ray which could explain stimulation in ribs. It is unclear if the lead has migrated because the implant x-rays are vague. The cause for the patient's lack of pain relief was not determined. The rep attempted to reprogram and will follow up with the patient in two weeks. The issue has not yet been resolved. No further information was reported